Event description:
It was reported that this pacemaker exhibited loss of capture (loc) for its right ventricular (rv) lead that was implanted into the left bundle branch. Technical services (ts) was consulted and discussed stored data as well as available device programming settings to ensure capture. Ts also recommended to continue to monitor the patient. This device remains in service. No adverse patient effects were reported.